Event description:
It was reported there was intermittent clip firing. Procedure: open radical prostatectomy. There was no pt consequence.

Manufacturer narrative:
(B)(4). Malformed clip. Eval summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled, ejected 1 clip and then it fed, intermittently, the remaining clips. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.